Event description:
A 65-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On november 12, 2024, novocure was informed by the patient´s spouse on (B)(6) 2024, that the patient had been hospitalized following surgery performed the previous week due to exposed cranial hardware on the scalp. During the procedure, the hardware was removed, and a staphylococcal infection was identified. The patient was receiving unspecified intravenous (IV) treatment, and the treatment plan was to continue for an additional five weeks, with two weeks of rehabilitation. Optune gio therapy was temporarily discontinued. The prescribing physician was contacted for further information with no reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the wound dehiscence and wound infection, cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include: concomitant use of bevacizumab, (carries a black box warning for wound complications. Source: bevacizumab prescribing information), and dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).